Event description:
Contamination issues.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. Product was not used. Add'l event details have been request. No add'l info have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.